Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from implant patient registry. The following sections of this report have been updated: b.4, d.4, g.3, g.6, h.2 and h.4.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for regurgitation was unable to be confirmed due to unavailability of medical records and imagery. As the serial number was not provided, a DHR and lot history review were unable to be performed. However, there was no indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a previously implanted 23mm sapien 3 valve was treated for aortic insufficiency with a 20mm sapien 3 ultra valve.'' Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a previously implanted 23mm sapien 3 valve was treated for aortic insufficiency with a 20mm sapien 3 ultra valve.

Manufacturer narrative:
The investigation is ongoing.